Event description:
A malfunction was reported on the pump by the caller, identified as malfunction code 12. There was no adverse impact on the customer¿s blood glucose level. Customer support provided information to reset the pump, assisted the caller with the reset, and advised that the customer could continue using the pump. There were no recurrences of the malfunction after the reset, and the caller was advised to contact support if the issue recurred, which the caller acknowledged and understood.